Event description:
Maquet cardiovascular unites states received an e-mail in 2009 from the cardiovascular regional sales manager, for maquet stating, "the hospital in other country reported that during the endoscopic vein harvesting procedure, the out-of-warranty 5mm achromatic scope had a constant foggy image at around the 8 o'clock portion of the screen." Originally stated the procedure was aborted but with no further details. Maquet received additional details the following month, that the procedure was converted to open leg in order to complete the procedure. The hospital did not report any patient complications as a result.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.